Manufacturer narrative:
(B)(4) batch # n57h82. (B)(4). Additional information requested and received: during the first firing, was the device difficult to close? No. During the first firing, was the device difficult to fire? No. Was the tissue easily compressible to 1.5 mm? Unknown. Did the patient's preexisting conditions cause the tissue to be thicker or denser than expected? No. Were all four plastic to plastic firing strokes able to be completed? Yes for 1st firing, but 2nd firing, not completed. Were any unexpected noises heard? If so, when? Unknown. Was the device articulated or straight when fired? Unknown. Where specifically throughout the firing were the malformed staples identified (proximal, distal, outer row, etc.)? Unknown. Were any of the staples delivered formed appropriately? Yes, part of staples formed well was the surgery converted to open due to the issues experienced with the stapler or were there other contributing factors? Please explain. Could not stop the bleeding, need sew the wound, but it is difficult to sew the wound during endoscopic surgery, so changed to open surgery to use suture to sew the wound. Does the surgeon believe the cerebral infarction was related to the device issue? The surgeon think it is possible related to patient own physical fitness. What is the current status of the patient? Stable and in hospital now. Photographic analysis: six photos were provided. The two first photos show a device with batch number n57h82. Next photos show a cartridge, with batch number n57369, the cartridge appears to be unfired. Last two photos show a cartridge with batch number n57369, that appears to be partially fired, as the one piece sled can be seen partially advanced. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an endoscopic right hepatectomy procedure, on a patient with liver cancer, the device was fired and the staples were malformed with straight legs. This resulted in oozing and bile leakage. The endoscopic surgery was changed to open surgery. Changed to another reload but could not squeeze down the firing trigger. Changed to another reload, could not close the jaw. Suture was used to complete the surgery. The procedure was delayed about two hours. During the surgery, the patient was with cerebral infarction, but is now stable and in the hospital.